Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction alarm with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.